Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the product data /database found the customer comment that the mobile programmer lost connectivity was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application lost telemetry with the implantable device during an interrogation. It was noted that the application prompted the user to re-enter all values and parameters shown as question marks. It was further noted that the application was not responding as expected. Troubleshooting was advised to confirm that the portable document formats (pdfs) were successfully generated and saved. Further troubleshooting involved swiping the application closed and force restarting the host tablet to resolve the issue. No patient complications have been reported as a result of this event.